Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that monopolar energy did not work during a case and a c-34 error appeared while they switched instruments. Tse stated that the instrument was not the issue and advised switching to classic coagulation mode, with the limitation that the energy level did not go as high as other modes. Tse could not review logs because the system was not connected to onsite. The user continued with the procedure as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.